Event description:
Additional information received states the scratch was observed during lens inspection, which was prior to insertion into the eye. The lens was not used and was not implanted into the patient¿s eye.

Manufacturer narrative:
No supplemental report will be required as the additional information provided indicated the scratch was observed during lens inspection, which was prior to insertion into the eye. The lens was not used and was not implanted into the patient¿s eye. Had this information been received prior to submission of the initial medical device report the reported event would not have been reportable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. The complaint and product history cannot be reviewed as there was no device identifying information provided by the reporter. The product investigation could not identify a root cause for the reported lens damage. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the intraocular lens (iol) had a scratched optic which was noted after the iol was implanted in the left eye. No reported patient harm. Additional information requested.